Event description:
Pt in pea. Two king airways inserted with both being punctured during insertion. Both holding air during equipment test before placement. Tube immediately felt not to anchor post inflation. Sharp teeth confirmed at ER.